Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please confirm if the firing knob was broken off of the device? Yes, did it fall into the patient? Yes. Was it retrieved? Yes. Will it be returning with the device for analysis? Yes. How long was the surgery prolonged by (minutes, hours)? 2 hours.

Event description:
It was reported that during an abdominal ilectomy, when shooting the stapler, the trigger was damaged. Prolonged the surgery time. There were no patient consequences reported.